Event description:
Received notice of complaint concerning above product via phone call received from health care professional. Reports a leak in the arterial line. The patient's treatment was initiated without difficulty, but the health care professional immediately noted air in the arterial tubing. The patient was disconnected from the system, the blood was then recirculated in order to remove the air and the patient was then re-connected to the system. Again, the health care professional noted air. All connections had been checked and were found to be tight. The health care professional reports that some of the blood was returned to the patient, but estimates that there was a blood loss of approximately 100-150cc. The patient remained stable throughout the event. No medical intervention or lab work was required. The system was changed and the treatment was completed without further incident. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form was filed for blood loss only.